Event description:
The patient received a vibratory alert and called the clinic. The patient attempted to send a remote transmission without success. Then, the patient started receiving inappropriate high voltage therapy and was brought to the hospital via ambulance. The patient did not feel any symptoms prior to the inappropriate shocks. A magnet was placed on the device in the hospital and the inappropriate shocks were stopped. Then, the device interrogation was attempted; however, the device was in back-up vvi (bvvi) mode. The patient then received an additional two inappropriate shocks due to poor magnet placement. The patient had to be sedated in order to establish proper communication to perform a device reset. Abbott technical support (ts) was contacted, and the device was restored to normal device settings. Ts suspects the cause of the bvvi was due to event queue overflow and the device not having the cybersecurity upgrade installed. No device images or session records were available so the cause of the inappropriate therapy during bvvi could not be determined. The cybersecurity upgrade was installed successfully. The patient was stable after an overnight hospital stay.